Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) identified that drawer was not sensing the closed position. The fse shut down the station, removed the drawer, and inspected the inseparable for the magnet, which was found to be missing. The inseparable was replaced, and the drawer was reinstalled. After restarting the station, the customer was able to recover the drawer and inventory the medication. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawer failure. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.